Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and function testing were performed. The customer's reported problem could not be duplicated. During investigation the pump was ran for three days without error or failure. According to the investigation the pump software was refreshed as a preventive action.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error 41786. There was no patient involvement.